Manufacturer narrative:
Report 1 of 2. No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during surface damage grading there was some corrosion observed around the telescopic rod. The rod was able to be distracted and retracted with the manual distractor. Force testing was conducted and the maximum force generated was 35.1 lbf. The rod was removed due to the contralateral side rod experiencing pin fracture. There was no adverse patient or user impact associated with this report. No additional information is available. Report 1 of 2.